Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This ICD remains in service and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This ICD remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that the implantable cardioverter defibrillator (ICD) was explanted. A new device with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This ICD remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that the implantable cardioverter defibrillator (ICD) was explanted. A new device with a different model was successfully implanted. No additional adverse patient effects were reported.